Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 03/04/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, there is a previous complaint on this device. The complaint was confirmed. Analysis of the returned device was completed on (B)(6) 2024. The results are below: the event log was reviewed, and it was confirmed that the pump had an abrupt power off during an infusion. This is seen on event 220 where there is a log_event_on without a log_event_off. During functional testing, the reported problem was not duplicated. A 20 ml infusion ran until completion without an abrupt power off taking place. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.